Event description:
It was reported that the customer's pump had a cracked and shattered touchscreen, rendering it unresponsive. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to multiple daily injections as a backup therapy.